Manufacturer narrative:
(B)(4). This lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this system was exhibiting undersensing, loss of capture, elevated threshold measurements and pacing impedance measurements greater than 2000 ohms on the atrial channel. The out of range impedance measurements were observed with the device and the pacing system analyzer (psa). A revision procedure was performed and this lead was removed from service. No adverse patient effects were reported.